Manufacturer narrative:
The arjo technician during an on-site visit checked the device and found that an unintended lowering of the bed platform occurred due to a hand control malfunction. The defective part was replaced. No other issues were found. Based on the service history, it can be concluded that the handset was in use over 17 years and was subject to wear during regular usage. To sum up, it was reported that the minuet 2 bed did not meet its performance specifications due to unintended movement of the bed. The patient was on the bed at time of the event. The complaint decided to be reportable due to unintended bed movement reported.

Event description:
Following information gathered, the bed¿s frame platform lowered without any command given. The patient was on the bed. No injury was reported.